Event description:
It was reported that during a device check, impedance in the atrium lead was high and oversensing was observed multiple times. When the patient moved arms, there was more oversensing observed. The fractured site of the atrial lead could not be identified. The atrial lead was scheduled for revision. During the revision procedure, it was not possible to locate the fracture site on the atrial lead. The atrial lead was not explanted, but another atrial lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the atrial pacing lead was beyond the expected upper range. Analyst commented, atrial pace impedance steady at 570 ohms through (B)(6) 2015, then spikes to out of range greater than 3000 ohms and begins to vary starting week of (B)(6) 2015. Concomitant medical products: dtbad2d1 ICD, implanted: (B)(6) 2015. (B)(4).